Event description:
The customer reported that the reservoirs were leaking insulin into the reservoir compartment. The customer's blood glucose was 326 mg/dl. The customer cleaned the insulin pump and changed the reservoir. The customer noticed that the insulin was running down and upon removing the reservoir from the device, the reservoir compartment was filled with insulin. Troubleshooting was performed, and found that the insulin was leaking from top of the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.